Event description:
It was reported that prior to implant, the catheter was attempted to be inflated and deflated on the table outside the sterile field. The balloon would not deflate. The catheter was not used, and a different catheter was taken for the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the balloon catheter was returned and analyzed. The mechanical operation of the balloon catheter was occluded. Visual summary analysis of the lead indicated damage at implant. (B)(4).